Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the leakage was confirmed. However, a definitive root cause for 'the leakage from the auxiliary water channel could not be determined. The user may detect the event by handling the device according to the following instructions for use: "perform the leakage test." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited an auxiliary channel leak. There were no reports of patient involvement.